Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per dealer, the customer had foil hooked up on the battery terminals going from the positive to the negative. End user claims he never did it but the chair was tampered with per the dealer. Almost like someone did it on purpose. This caused the batteries to arc when the patient hit a bump and the chair battery box and controller caught fire. No injury or property damage other than chair is not working.